Manufacturer narrative:
It was reported that the arterial bubble sensor would ¿trip¿ whenever the sensor was touched. The arterial bubble sensor was replaced twice. The failure occurred during treatment. No harm to any person has been reported. Any bubble issues or bubble detecting issues can lead to a pump stop, if the interventions were set by the user. As the failure occurred during treatment, there is a potential risk of interrupted flow, a report is required. A getinge field service technician (fst) was sent for investigation on 2024-08-13. No parts were replaced. The fst tested the original arterial bubble sensor and could not replicate the failure. The fst tested several sensors and could not duplicate the failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿arterial bubble detected¿ could be confirmed on the date of event. The fst noted that there was dried blood residue present in the sensor panel. According to the fst, the most probable root cause was that some residue contaminated the sensor panel connections, resulting in the false alarm. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-07-02 for the period of 2018-11-20 to 2024-06-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-11-20. Based on the results the reported failure "arterial bubble sensor alarmed when touched" could not be replicated but could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-06-28 till 2024-06-28). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the arterial bubble sensor would ¿trip¿ whenever the sensor was touched. The failure occurred during treatment. No harm to any person has been reported. Any bubble issues or bubble detecting issues can lead to a pump stop, if the interventions were set by the user. As the failure occurred during treatment, there is a potential risk of interrupted flow, a report is required. Complaint ID # (B)(4).